Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were tried to retract needle and needle would not retracted. The customer's blood glucose level was unknown. Customer also reported that the sensor felt out when trying to pull out needle. The sensor will not be returned for analysis.